Event description:
It was reported that the atrial lead was dislodged during a CABG procedure. The dislodgement was confirmed by x-ray. Upon interrogation of the device, there was no capture and no sensing in the atrial channel. The device was temporarily programmed to vvi during patient's recovery. On (B)(6) 2017, the atrial lead was repositioned and reattached to the atrial appendage with no issue. The patient was stable before, during and after the procedure.